Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of no delivery alarm while trying to bolus. The customer states the pump is not priming at all. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The device was found to be working as designed. The alarm was found to be cause by reservoir occlusion. The customer was advised to monitor device and call back if needed.